Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a double eyelid surgery on (B)(6) 2019 and suture was used. During the procedure, prior to use on the patient, it was found that there had been foreign matter in the newly dispensed suture when it was opened. It seemed to be black burr. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.